Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. It was reported that the battery died and when she changed it, had continued to get power error detected alarm. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.